Manufacturer narrative:
Block e1: the initial reporter's facility name is (B)(6). Block h6: imdrf device code a15 captures the reportable event of stent partially deployed.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial covered distal stent was to be implanted in the left principal bronchus to treat a malignant 6mm x 20mm external pressure stenosis during stent implantation in the airway procedure performed on (B)(6) 2023. The patient's anatomy was tortuous and was not dilated prior to stent placement. During the procedure, the wire was pulled to deploy the stent, but the shaft was kinked, and the stent could not be deployed. The stent was removed from the patient partially deployed on the delivery system, and the procedure was completed with another ultraflex tracheobronchial covered distal stent. There were no patient complications reported as a result of this event, and the patient's condition after the procedure was reported to be stable.

Manufacturer narrative:
Block b5 has been updated with the additional information received on january 15, 2024. Block e1: the initial reporter's facility name is the first affiliated hospital of (B)(6) medical university. Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Block h10: the ultraflex tracheobronchial covered stent was returned for analysis. The delivery system was not received for analysis. Visual inspection found that the stent was fully expanded and deployed. No other damage was noted to the stent. Product analysis did not confirm the reported events of shaft bent and stent partial deployment. The investigation concluded that since only the stent was returned and the delivery system was not received for analysis, the event of a partially deployed stent occurring during the procedure was not possible to replicate in the laboratory for analysis, and there was no objective evidence or descriptive conditions to confirm the reported events. Therefore, a review and analysis of all available information indicated that the most probable cause is no problem detected. A product labeling review identified that the device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial covered distal stent was to be implanted in the left principal bronchus to treat a malignant 6mm x 20mm external pressure stenosis during stent implantation in the airway procedure performed on (B)(6) 2023. The patient's anatomy was tortuous and was not dilated prior to stent placement. During the procedure, the wire was pulled to deploy the stent, but the shaft was kinked, and the stent could not be deployed. The stent was removed from the patient partially deployed on the delivery system, and the procedure was completed with another ultraflex tracheobronchial covered distal stent. There were no patient complications reported as a result of this event, and the patient's condition after the procedure was reported to be stable. Additional information received on january 15, 2024. It was reported that the physician deployed the stent outside the patient after the procedure, prior to returning the device.